Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to insert into anatomy was unable to be determined. The reported torn soft tip was likely a cascading event of the reported difficult to insert into anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2889. Codes added: medical device problem code: 4008.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, resistance was felt while inserting steerable guide catheter(sgc) into the anatomy. The sgc was removed. Distal tip was observed to be torn. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.